Event description:
Diabetes educator called with problems concerning testing with bd plink meter when compared to hosp (lab) testing. Analysis run on clark error grid using lab reading (194) as ref point vs. Bd readings (360) yielded data points in the c range of the grid, outside acceptable limits.